Event description:
Baxter colleague 3 channel infusion pump alarmed failure and turned itself off while pt was receiving intravenous pressor medication at a high dose. Device was removed from service by attending nurse and replaced with a different pump.